Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off overnight. Review of the pump data logs by tandem technical support showed the battery depleted from 70% to 5% within one day. The customer's blood glucose (bg) level was 370 (mg/dl) with high levels of ketones. A manual injection was delivered and the customer's bg level lowered to 277 (mg/dl). Reportedly the customer would use manual injections as alternate insulin therapy.